Manufacturer narrative:
The account found that the front wheel on the golvo low base lift was missing. According to the service manual, the following shall be checked at periodic inspection: castor wheels, forks and fork covers - verify that the castor fasteners are tight. There should not be any play between the fork and the castor nut. - remove the front fork cover and inspect safety casing and bolt channel for cracks or fractures. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the front wheel to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the front wheel on the low base lift was missing . The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).